Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and creases. A weight test of the device was completed and the device was within specification. Cloudiness after autoclave disinfection process in the gel was observed. Based on the device analysis, the final assessment is no issues found related with the manufacturing.

Event description:
Healthcare professional reported capsular contracture, baker's grade iii. The device was explanted. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., b.6., g.1., h.6.

Event description:
Additionally, healthcare professional reported "patient is unhappy with results".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture, baker's grade iii. The device was explanted. This record is for the right side.